Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the 360 ventilator had an expiratory sensor failure. There was no patient involvement. Covidien was not authorized to service the device. A non covidien service provider evaluated the ventilator and replaced the flow sensor. The ventilator was tested and checked to be running normally.